Manufacturer narrative:
Implant insertion torque should not exceed 70 n-cm; if 70 n-cm is reached prior to full seating, the implant should be removed and the osteotomy should be enlarged. Clinician stated that lodi implants failed to osseointegrate. The clinician did not provide the following information: amount of torque used on abutment & implant, patient bone density, whether primary stability was achieved, whether implant was immediately loaded. Failure to osseointegrate is a well-documented inherent risk of dental implants. In the majority of cases where an implant fails to integrate with the bone and is rejected by the body, the cause may be unknown. The records management database indicates that the implants met the specifications and were approved for product release of the implants. No further action is required. (B)(4).

Event description:
Lodi implant failed to osseointegrate. Incident occurred in (B)(6).